Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, due to corrections required and additional information received. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: component failure of r-unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely this event is caused by a component failure of r-unit. The root cause of the failure of r-unit could not be determined. The most likely cause is that physical damages. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found at the start of a therapeutic laparoscopic inguinal hernia repair that was completed with the same set of equipment.

Event description:
It was reported that the subject device malfunctioned and presented an error code ¿e111¿ while being used with the video system center. The video system center was working as intended. The issue happened in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.